Event description:
It was reported that an alert sounded for high impedance on the right ventricular lead. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor was fractured. In addition, defibrillator conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay melted, all insulators were breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead was stretched.